Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they the insulin pump was giving them no deliveries. The customer stated they had been having the issue for about a month. The customer¿s blood glucose levels were over 500 mg/dl to 600 mg/dl. The alarm occurred during manual prime. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer declined troubleshooting for the high blood glucose and no deliveries. The customer also reported that there was a crack on insulin pump at the corner where the window was at. The customer did not know how the damage occurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.